Event description:
It was reported via repair work order that the headend lift was intermittent due to power coil cables, angle sensors and harness #2 malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the bed had no power due to a missing breaker/fuse and there was no defect found with power coil cables and angle sensors as reported.

Event description:
It was reported via repair work order that the head lift had intermittent function due to a faulty main cable harness #2 and bed had no power due to a missing breaker/fuse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.